Event description:
It was reported that the customer experienced a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, who reverted to multiple daily injections (mdi) as backup therapy. The customer was advised about using the updated software and informed of necessary steps for returning the defective pump, which they understood and acknowledged.